Event description:
Customer reported system will not fluoro. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and reseated pcbs in the system. System operates as intended.